Manufacturer narrative:
Pump received with missing retainer and reservoir tube o-ring. Pump received with partially broken reservoir tube lip. Unable to perform the displacement test and p-cap / reservoir will not lock properly due to missing retainer. Pump received with cracked belt clip rail case corner and battery tube threads. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the reservoir ring was damaged. Customer stated that the insulin pump had cosmetic damage. Customer stated that the reservoir and insulin pump does not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.